Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). It was reported that they finally got the ins all hooked up at the end of (B)(6) and since day one they were not happy that the patient had to recharge the ins every day . They expected the ins charge battery to last longer in between charging. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.